Event description:
It was reported that during a lab cholecystectomy procedure, the blade tip broke off and fell into the patient's abdomen. It was retrieved through the trocar and case was completed. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 08/06/2008. Information anticipated, but unavailable at this time.